Event description:
On july 3, 2007, the lay user/patient contacted lifescan alleging an "error 1" with his one touch ultra2 meter. According to the owner's manual, the "error 1" indicates that there is a problem with the meter. The patient claimed that he was able to test on the meter once, when he first took the meter out of the box but, when he attempted to use the meter again, he got the "error 1." The patient replaced the battery but, the issue persisted. He claimed that he has been trying to reach lifescan for almost a month but was unsuccessful, so he bought a new meter on an unspecified date. The patient tests 3 times per day. He did not report how long he was unable to test on his meter, but indicated that because he was unable to test his blood glucose on the reported meter, he went to his doctor in 2007, around 9am, to have his blood glucose tested. At the doctor's office, his blood glucose was "300 mg/dl" on the doctor's meter and he was treated with a shot of insulin (unspecified type/dose). During the visit, the patient felt like he had high blood glucose symptoms. He felt dizzy, lightheaded, and had the shakes "real bad." Sometime after the insulin shot, his blood glucose was "106 mg/dl" on the doctor's meter. It would be helpful to know the following: when the reported issue started, how long the patient was unable to test his blood glucose on his meter, when he obtained the new meter, and information regarding the patient's activity levels, medications, meals, and previous meter readings prior to the reported symptoms. This complaint is being reported because the patient allegedly was unable to test on his meter, developed symptoms, and then received insulin treatment from his doctor. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.